Event description:
The patient developed an infection and the device was removed. Additional information has been requested.

Manufacturer narrative:
Lead: model 3889-28, lot# v726053, implanted: 2011 (B)(6), explanted: 2012 (B)(6). Programmer: model 3037, serial# (B)(4). (B)(4).